Event description:
The following additional information was obtained on (B)(6) 2010: the patient was contacted regarding the system error alarm on (B)(6) 2010. The patient stated that she had gone on vacation that weekend and the homechoice(hc)was damaged inflight. She continued to use the hc until a swap was provided. The patient reports that she was treated after this event for a lung infection and received antibiotics. The patient stated that her pd doctor said the infection was due to air entering her abdomen via the pd line. The patient did not recall if she changed to new supplies the night of this alarm. The patient stated that she had discarded the supplies after therapy, and did not know the lot number or the date of shipment delivery. The patient continues to receive pd therapy to date using the hc.

Manufacturer narrative:
(B)(4). There was no sample available for evaluation, so the complaint was not confirmed; however, per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable because the hp was connected during priming. The lot number is unknown therefore a batch review was not performed. The patient at-home guide describes steps to prime the disposable set. This review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during fill 1 of 4 on the homechoice. The home patient (hp) reported she didn't realize the machine was priming earlier and she closed her transfer set and continued priming while connected. The technical service representative explained that she needs to start over with new supplies and let her nurse know about being connected during prime. The hp will start over with new supplies. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.